Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. During support, the device exhibited a high purge pressure. Multiple interventions were made, but these did not reportedly resolve the issue. The pump was explanted. The patient expired the following day, but there was no allegation that this was related to the impella pump.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the high purge pressure was a kink in the purge line resulting in a purge blockage. This report is being filed as part of a retrospective review of historical records.